Manufacturer narrative:
Received one device. The customer reported issue was able to be replicated during start up and latch lock test. The cause of the reported issue was non-functional latch lock sensor. Upon further investigation, found the downstream occlusion (dso) seal was detached. The device was repaired by replacing the latch lock senor and the dso seal. The sensor was calibration. The device passed all functional and delivery tests after the repairs. Software updated and device reset to standard configuration. Service history review indicated that the device was related to a previous service.

Event description:
It was reported that the device did not recognize the cassette. The device evaluation noted a defective latch lock sensor. The event occurred during startup.